Event description:
It was reported the patient was unable to establish a correction or recharge the ipg. The ipg was inoperable. As such. The patient underwent surgical intervention wherein the ipg was explanted and replaced with another mode. Effective therapy resumed post-operative.